Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies found.

Event description:
It was reported that during the implant the leads came loose from the device after adjusting the setscrew. As such, a new device was used. No patient complications were reported as a result of this event.